Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl. The customer was treated with another insulin pump. Customer also stated that the insulin pump did not give alert to the customer when blood glucose was going down. The customer was assisted with high pressure test and it was passed. The customer also stated that they did not allege insulin pump was under delivering. Troubleshooting was performed and customer states the insulin exited. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test and displacement test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. No pump error 63 alarms noted during testing. (B)(4).